Event description:
It was reported that upon positioning the coil in the aneurysm, resistance was encountered and the coil detached. No harm was reported. Additional incident information was requested. On (B)(6) 2014, it was reported that the coil could not be deployed in the intended location and was left in the location it detached. No retrieval attempt was made. The intended lesion was treated with another coil successfully. No harm was reported. Patient information - patient identifier, sex, age, and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the sample remains within the patient and the delivery pusher was reported unavailable. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.